Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to surgery, the needle and thread were found separated after unpacking. There was no patient involved.